Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubble and leak. The troubleshooting was performed for air bubble and leak. While filling the reservoir customer noticed big air bubble. Customer stated that the leak was past second o ring. It was stated that the displacement test was performed and it was passed. The one reservoir will be and another reservoir will not be returned for analysis.